Event description:
A registered nurse reported that after two spins on the o-arm, the site was reporting 5mm of inaccuracy on the pt's anatomy. The surgeon completed the spine surgery with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Navigation was inaccurate on the right side of the o-arm by 5mm. Calibrated both trackers on the o-arm; o-arm passed all tests. Software investigation determined issue to be with hardware - screws were loose on back of the tracker; tightened and recalibrated. Once repaired, the system functioned properly. Software is functioning as designed.